Event description:
Procedure type: roux-en-y. According to the reporter: gia10038s was used on duodenum , and the surgeon confirmed the malformation of staples only at the distal part (in 2 or 3 cm long) of staple line even though the knife could slide during firing. Using tristaple60avm, the incomplete staple line was recovered and the case was completed with no problem. The patient current status: good. Reported the operated tissue was thick. Operating time extended: less than 30 min. There was additional tissue resection and tissue damage. Pieces fell into the cavity and could be retrieved. Under 200 cc bleeding. Confirmed that the clinical sample is being returned for investigations.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4)